Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise leading to inhibition of pacing on a dependent patient was observed on the rv lead. The lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable before, during and post procedure.

Event description:
New information notes that an insulation anomaly was also noted on the lead.